Manufacturer narrative:
Corrected data: h6 (the correct investigation findings & investigation conclusions codes related to the previous follow-up report have been provided)

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found no abnormalities. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while preparing for a colon examination, the monitor turned off and turned on again (the olympus logo was displayed and all additional information was blacked out). During the procedure, the monitor blacked out and was restored in about 5 seconds (the olympus logo was not displayed, and all additional information was blacked out). The procedure was completed with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, the reported issue could not be reproduced; therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.